Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011, at 11 am. The patient stated that she tests her glucose 1x/day and manages her diabetes with glyburide and due to the alleged issue she continued her usual management routine. She claimed '4 hours later' after the alleged issue started she felt 'weak, hot and had blurry vision'. In response to her symptoms, the patient self treated with food and drink. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the batteries did not need to be replaced, she was using the correct test strips and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do the 510(k) # is k053529.